Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was report that the brake malfunction occurred. A rotapro advancer was selected for use. During the procedure, when using the dynaglide mode the rotation speed was 100,000 rpm, and it was spinning way too fast. The break-defeat button was engaged, but the rotawire kicked out. There was no patient complications reported.